Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juasf239 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2017 that the clear plastic securement device that holds the butterfly wings on the PICC came apart from the white foam adhesive on application to the patient. There was no reported patient injury.